Event description:
It was reported that during an unknown procedure, the acoustic stud on the handpiece broke off. The customer swapped the handpiece with another handpiece and the doctor completed the case with no pateint consequence.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.